Manufacturer narrative:
(B)(4). Device evaluation: the product is not available for evaluation. Therefore, the complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye due to decreased visual acuity and residual astigmatism. Additional information states there was no incision enlargement, suture or vitrectomy performed. The replacement lens is the same model, but lower diopter (22.5). Patient is stable post-op. Visual acuity pre-op (pre-initial implant): 20/70, visual acuity post-op (post-initial implant): 20/60, visual acuity post-op (post-replacement): 20/40. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.